Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09-mar-2016. A specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. A CT scan confirmed the icb; however, no images were available. It was also reported that an autopsy was not performed and heartmate 3 lvas, serial number (B)(6), was not explanted. No product was returned for evaluation. The heartmate 3 lvas IFU lists bleeding, sepsis, stroke, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation, including inr values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, although only sepsis was reported by the account, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had sepsis with the root cause unknown and was treated with IV antibiotics but subsequently expired. Achieving anticoagulation therapy with international normalized ratio (inr) in target values was reported to be difficult. The patient also experienced an intracranial bleed, confirmed through a CT scan, which was related to the patient's death. It was reported that the device operated as intended and there were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death.